Event description:
It was reported that the scs system was removed electively due to non device related health reason. The patient requested to keep the equipment to "try to improve the device". No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.